Event description:
Complaint ID# (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp circuit has not read part properly from initial priming. As it was emergent cannulation, the circuit was used anyways, and the pressures are being read externally. Further attempts to retrieve the information were performed, but the customer was unresponsive. The failure occurred during priming. No harm to any person has been reported. As it was reported as an emergent cannulation, the circuit was used and the pressures are being read externally. Due to these circumstances and the fact that a a pressure reading failure can lead to a pump stop during treatment, if the intervention is set by the user, a report is needed. The affected product is not available for technical investigation as the hls set was not returned by the customer. However, according to the risk assessment of the hls set, the following root cause can lead to the reported failure: - the user didn´t perceive or recognize how to plug the integrated sensor cable to the hls module or was not able to connect the integrated sensor cable to the hls module. - damage of the electrical sensors due to condensed water on the flexible circuit board the exact root cause remains unknown. A lce review was performed by getinge research & development engineer on 2024-08-09 with following conclusion: a supposed malfunction of the arterial pressure sensor may have multiple root causes. Based on the customer description, it cannot be clearly concluded that the hls module / pressure sensor itself has failed. The following root causes are theoretically possible: - issues with the signal transmission of the hls module to the cardiohelp - impact or impairment due to liquids / moisture - a defect in the sensor itself or at the interface to the flex conductor a more precise statement regarding the root cause would be possible after an inspection of the hls module. According to the instruction for use of the hls set, chapter preparation and installation) the pressure sensors have to be checked before priming. Further the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Lastly, in the chapter safety instructions for centrifugal pump, it is stated ¿always keep a replacement hls set advanced at the ready.¿ no device history review could be performed as the serial/lot number was not available. The review of the non-conformities has been performed for the reviewed time period. It does not show any non-conformity in regards to the reported product and failure. Based on the results the reported failure "arterial pressure not reading" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. The disposable was discarded by the customer. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the cardiohelp circuit has not read part properly from initial priming. As it was emergent cannulation, the circuit was used anyways, and the pressures are being read externally. The failure occurred during priming. No harm to any person has been reported. As it was reported as an emergent cannulation, the circuit was used and the pressures are being read externally. Due to these circumstances and the fact that a a pressure reading failure can lead to a pump stop during treatment, if the intervention is set by the user a report is needed.